Event description:
A customer reported that an accura system for blood filtration was about to be used for a patient treatment and the display screen went blank. There was no patient injury or medical intervention associated with this incident.